Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported by the sales representative that during a gastric sleeve procedure, on all six firings the staple lines were initially dry with the exception of the green reload's staple line which began to bleed immediately. For the rest of the reloads, there was oozing (meaning that there was blood on the staple line) and/or bleeding (meaning that there was a puddle of blood around the staple line). The bleeding was controlled by using a clip applier. It was also noted during the case, with the device loaded with black or green reloads, that if pressure was put on the distal end of the cartridges before they were fired, the proximal end of the cartridge would lift out of place at the crotch end of the device. The cartridges were loaded properly and were reseated prior to each of the firings with these reloads. The blue reload did not have this issue. The sales rep was present in the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m53m63. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.